Manufacturer narrative:
January 19, 2010. This event concerns a device that was mfg and used outside the united states. Method: review of the electronic data and files received. Results and conclusions: such oversensed events could result from strong external interference, specific pt activities, myopotential sensing or a ventricular lead issue. None of them could be confirmed. (B)(4). The oversensing episodes recorded were mostly non sustained episodes which did not trigger any therapy (because they were non-sustained). However, some of them might have initiated a shock capacitor charge. The amplitude of the noise events detected is sometimes high (up to 2-5mv). Despite significant improvements included in the new version of the asc algorithm, such amplitudes will be difficult to handle and the algorithm will probably not be able to prevent all the noise sensing episodes from being detected, recorded or treated. Such oversensed events could result from strong external interference, specific pt activities, myopotential sensing or a ventricular lead/connector issue. None of them could be confirmed; however, emi or myopotentials are the most probable hypothesis.

Event description:
During the 2 days post implant check follow-up of the device involved in this report, oversensing episodes were visible in device memory.